Event description:
It was reported that the device showed error code 41100. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was found in the event history log. Visual and functional tests were performed. The customer's problem was not duplicated. There was corrosion on the battery door spring contacts and the battery compartment spring contacts. When replacing compartment noted corrosion on the main board. The cause of the issue was corrosion to the mainboard. The mainboard was replaced to fix the issue.